Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that since yesterday she has been going to the bathroom more frequently. The patient confirmed that she does feel stimulation. The patient increased stimulation and was advised to follow-up with her healthcare provider (hcp) and the patient stated that she has an appointment on (B)(6) 2016. Patient status is unknown at the time of this report. The patient's symptom onset appeared to be sudden.